Manufacturer narrative:
Date sent: 11/7/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, when firing the device, the jaw did not close due to being misaligned and the clip was malformed. They used a second device to complete the case. There was no patient consequence reported.